Manufacturer narrative:
Information was provided that the surgeon is not blaming the lens. The pc-tear occurred during the lens positioning. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4)

Event description:
A nurse reported an intraocular lens (iol) that was implanted and when being positioned, the patient's capsule tore and the lens had to be cut out. The surgery was completed with a backup lens. The surgeon is not blaming the lens for this event. Additional information was requested.